Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they went to the dentist and they were informed they need to get a new aligner because the one they have been using is making their gums inflamed causing bone issues and damage. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.